Event description:
Guidewire would not advance through lead without resistance. Much more force than usual was required to remove the guidewire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).